Event description:
In 2008, the patient reported the display of his infusion device was partial. The battery in use was expired (2006-12). He was advised to insert a new battery but he did not have any that were not expired. He was sent replacement batteries. The new batteries did not restore the display. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.